Event description:
Physician reported that patient developed an infection of the left side implant. Patient has been prescribed 4 courses of antibiotics. (Three courses were oral, and one was IV course.) On (B)(6) 2011, physician elected to open the pocket and clean it out, then injected with IV antibiotics. The device was left in place, and physician plans to monitor patient to see if infection resolves.

Manufacturer narrative:
Method: reviewed device history records (including sterilization records) and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and the only other report of infections on the sterile lot was reported by the same physician and involved the same product lot. (Refer to MDR 2028924-2011-00004). There were a total of 72 products in this sterile lot. Product labeling addresses the possibility of infection.